Event description:
It was reported that there were concerns of the pacemaker's longevity and the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) reviewed the data and provided the recommended safe replacement interval of 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of the pacemaker's longevity and the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) reviewed the data and provided the recommended safe replacement interval of 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.